Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen went blank after a routine battery change. It was reported that after trying a battery from another pack the screen was visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the blank display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: investigation confirmed that the display functioned properly during testing. The reported complaint could not be confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.